Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose sensor scan results compared to unspecified blood glucose readings obtained on the built-in precision meter and experienced "was lying on the kitchen floor calling for help and was helpless", dizziness, and diarrhea. The results when plotted on a parkes error grid fell into the c zone. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 2 days. The customer was unable to self-treat and required treatment of dextro and a sugary drink by a non-healthcare professional. There was no report of death or permanent impairment associated with this event. A sensor result of 386 mg/dl was compared to a built-in precision meter reading of 272 mg/dl and the results. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose sensor scan results compared to unspecified blood glucose readings obtained on the built-in precision meter and experienced "was lying on the kitchen floor calling for help and was helpless", dizziness, and diarrhea. The results when plotted on a parkes error grid fell into the c zone. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 2 days. The customer was unable to self-treat and required treatment of dextro and a sugary drink by a non-healthcare professional. There was no report of death or permanent impairment associated with this event. A sensor result of 386 mg/dl was compared to a built-in precision meter reading of 272 mg/dl and the results. It is unknown when these readings were obtained in relation to the reported adverse event.